Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of the unknown proximal femoral nailing system (tfn-advanced) nail due to non-union of the subtrochanteric fracture. The original implant of the devices was unknown. It was unknown if all the devices were explanted; however, it was reported the devices were replaced with a synthes femoral recon nail (frn). There was no surgical delay. The procedure was successfully completed. There were no patient consequences. This report is for an unknown locking screw. This is report 1 of 3 for (B)(4).